Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm occurred during the basic occlusion test due to loose/protruded drive support disk. Failure analysis was unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 84 mg/dl at the time of incident. Troubleshooting advised the customer to perform the rewind process. The customer also reported the correct bolus amount was recorded in the bolus history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.